Event description:
It was reported that a shaft break occurred. Vascular access was gained via the femoral artery. The 2.25x24mm target lesion was located in the moderately calcified left anterior descending (lad) artery. While performing a percutaneous coronary intervention, the proximal shaft of the 3.50 x 20 omega stent delivery system broke. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified contrast on the shaft, in the inflation lumen, and balloon. There was blood in the inflation lumen, guidewire lumen, balloon, and between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The distal tip was damaged. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination and tactile inspection revealed that the outer shaft was scratched, kinked, and had holes with raised material 3.5cm ¿ 7cm proximal of the proximal balloon bond. The inner shaft was buckled from the end of the distal markerband distally for 2mm. Microscopic examination inspection presented no damage or irregularities to the bonds of the device. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall at the area of the damage. Device analysis of the returned device is consistent with the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. Vascular access was gained via the femoral artery. The 2.25x24mm target lesion was located in the moderately calcified left anterior descending (lad) artery. While performing a percutaneous coronary intervention, the proximal shaft of the 3.50 x 20 omega stent delivery system broke. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).